Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called and stated they weren't able to increase the stimulation on her programs. The issue was found on all 3 groups of programs. The representative (rep) met her in the office and found that one of the electrodes she was using was showing "open." Impedance measurements showed 40000 ohms. They are unsure of the cause of the issue. She was recently implanted where the impedances were within normal limits (wnl), and the rep had just met with her in the office to turn on the stimulator when the impedances were also wnl. The lead connections show that the electrode in question wasn't connected correctly. They were able to program around the electrode in question without any issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep clarified that the lead appeared to be connected correctly.